Manufacturer narrative:
One device was returned for evaluation. During visual inspection no damage or other defects were detected on the sample. The sample did not pass the functional testing. No leaks were identified in the inflation system, but a restriction in the cuff inflation and deflation process was detected, however contamination in the tubing was observed. The root cause is unknown. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the cuff was not properly inflated. There was no patient involvement or hard/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.